Event description:
During service at the manufacturing facility it was reported that the lid was broken off. There was no patient involvement, no adverse consequences and no medical intervention.

Event description:
During service at the manufacturing facility it was reported that the lid was broken off. There was no patient involvement, no adverse consequences and no medical intervention.